Event description:
Small intestines stick to prosthesis (abdominal adhesion), intestinal fistula, abscess, pain. Information was received from a physician regarding a male patient, initials j-t, with a history of myocardial infarction and coronary bypass surgery and who was being treated with kardegic. In 2006 the patient underwent surgery for a multiorificial eventration (ventral hernia with multiple openings) following vascular surgery. Sepramesh ip was placed "retro-muscular because of the bad quality of the peritoneal plane", and the surgeon said the placement 'went well'. The patient was apyretic, had no pain, restarted alimentation and was discharged from the hospital 6 days later. One month after the surgery, the patient experienced sudden pain. The physician reported that the patient had developed an "abscess in front of the sepramesh ip" sheet, which consisted of digestive fluid. The fluid was aspirated from the abcess. Three weeks later, a surgical revision was performed. There was a "joining of a small intestine ansa (loop) at the prosthesis contact" due to adhesions. Sepramesh ip was in place, without an anomaly or fold, and was removed during the surgery. A small intestinal fistula was noticed on the "median at a distance form the fixation stitches." At the time of this report, the aptient was still hospitalized and had not yet recovered from the small intestine fistula. The physician stated, "I don't know if the incident could be related to sepramesh. Indeed, no problem was noticed when sepra was put in place." She also mentioned as "hypothesis that the cause of the incident could be a small intestine lesion, during the posterior plane stitch."